Event description:
It was reported that the patient received three inappropriate shocks, one of which sent the patient into ventricular tachycardia that self-terminated. There was oversensing, and low sensing. It was also reported that the patient had recently fallen several times. The caller was not able to determine if the falls were in relation to the sensing episodes. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon further analysis no anomalies were found. The helix fracture appears to be explant damage. The helix is twisted apparently from the entire lead being rotated during explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis indicated the helix was fractured. It was also noted that the distal and defibrillator conductors were distorted. The outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. The visual analysis indicated there was no chronic lead failure observed. The helix fracture was likely the result of the patient falling repeatedly as reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.